Event description:
It was reported patient had a revision of right hip due to squeaking. Doctor removed head and liner. No further information available due to hospital policy.

Manufacturer narrative:
An event regarding audible noise involving a trident liner was reported. The event was not confirmed. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported patient had a revision of right hip due to squeaking. Doctor removed head and liner. No further information available due to hospital policy.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.